Manufacturer narrative:
The following fields have been updated with additional information: imdrf annex a grid : a0302 - device ingredient or reagent problem. B.5 describe event or problem: it was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was poor serum separation and red cell ring. The following information was provided by the initial reporter and translated to english. The customer stated: "after centrifugation, instead of having only serum, coagulated rbcs+/- remain stuck to the wall. This does not seem to impact the quality of the serum obtained (the serum is not taken en masse) but the presence of these rbcs stuck to the wall raises questions. The quantity is small but the impact on ldh, k+ and the behavior during freezing for serum is questionable."

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was poor serum separation and red cell ring. The following information was provided by the initial reporter and translated to english. The customer stated: "after centrifugation, instead of having only serum, coagulated rbcs+/- remain stuck to the wall. This does not seem to impact the quality of the serum obtained (the serum is not taken en masse) but the presence of these rbcs stuck to the wall raises questions. The quantity is small but the impact on ldh, k+ and the behavior during freezing for serum is questionable."

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was discolored/abnormal additive form. The following information was provided by the initial reporter and translated to english. The customer stated: "after centrifugation, instead of having only serum, coagulated rbcs+/- remain stuck to the wall. This does not seem to impact the quality of the serum obtained (the serum is not taken en masse) but the presence of these rbcs stuck to the wall raises questions. The quantity is small but the impact on ldh, k+ and the behavior during freezing for serum is questionable."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for red cell hang up and poor serum was observed. A complaint history review was performed and revealed a confirmed complaint trend for some sample quality issues including red cell hang-up. Based on the confirmed complaint trend a CAPA (corrective and preventive action) was initiated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell hang up and poor serum based on the trend identified and the photo provided. A corrective and preventive action was created to address the issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2164898, medical device expiration date: 2023-12-31, device manufacture date: 2022-06-13. Medical device lot #: 2164897, medical device expiration date: 2023-12-31, device manufacture date: 2022-06-13. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was discolored/abnormal additive form. The following information was provided by the initial reporter and translated to english. The customer stated: "after centrifugation, instead of having only serum, coagulated rbcs+/- remain stuck to the wall. This does not seem to impact the quality of the serum obtained (the serum is not taken en masse) but the presence of these rbcs stuck to the wall raises questions. The quantity is small but the impact on ldh, k+ and the behavior during freezing for serum is questionable."